Manufacturer narrative:
The event date is unknown. Device lot number not provided/unknown. Device discarded by customer.

Event description:
The doctor indicates that the restorative driver (rash8n) fracture at the tip level during a procedure. The doctor confirmed he could complete the procedure by using another driver. The fractured driver was discarded.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. Complaint indicates a hex driver fracture during use. The alleged event was non-verifiable with the information provided. A root cause for the complaint could not be determined.